Event description:
This lead was implanted on (B)(6) 2006 and remains implanted at this time. Additional information given by field representative on 3/29/2013 indicates that this lead may be involved in infection issue. The physician was (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).